Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment of an intermittent failure to establish a connection with implantable heart devices, it established and maintained a connection when equipped with a known, good radiofrequency head. Analysis did note that the keyboard connector was pulling apart and that the coating on the liquid crystal display was cracking away. The keyboard and display were replaced to resolve. (B)(4).

Event description:
It was reported that the programmer intermittently fails to establish a connection with devices. Multiple programmer heads were attempted but the issue persisted. The programmer was returned for repair and test and calibration. There was no patient involvement.